Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod for 2 days. When removed from the infusion site leg, the pod's cannula was found blocked. Additionally, the patient reported swelling at the infusion site. As treatment a new pod was placed.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported blocked cannula. According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided.